Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer's territory manager reported via phone call of a keypad anomaly from the insulin pump. The customer is pregnant and she is having issues with the pump. The customer could barely push the up and down arrow buttons on the pump and the doctor is requesting the customer to get the pump replaced.